Manufacturer narrative:
The device used during the procedure was not returned. The subject product was ordered over the telephone. A review of the facility's purchasing history shows repeated orders for the kronner and only one order for the humi. Both devices are uterine manipulator/injectors. Both devices are used in similar fashion, however, the kronner is more robust in design. The instructions for use for both products are inclosed.

Event description:
An order was entered for the subject device. The initial reporter claimed the product was not ordered, but a different product was ordered. When the doctor was performing the procedure, he thought the device was a kronner. The pt's uterus was perforated.